Manufacturer narrative:
Concomitant medical product: 5071-53 lead implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department due to palpitations. The right atrial (ra) lead exhibited noise and a slight decrease in impedance over the previous six months. The lead remains in use. No patient complications have been reported as a result of this event.